Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a maxforce dilatation balloon device was used during an esophagogastroduodenoscopy (egd) procedure on (B)(6) 2017. According to the complainant, during the procedure, the balloon could not be deflated all the way and had to cut it in order to be withdrawn from the scope. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.